Event description:
It was reported that during the implant attempt, it was not possible to obtain capture when the device was connected to the lead regardless of pacing turned on or off. A possible issue with the set screw was questioned. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.